Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for mechanical and thermal damage to either the teflon pad or the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a partial nephrectomy procedure, the device displayed a probe damage error message. The teflon pad was also reported to be damaged, exposing metal underneath. There was no report of patient injury or visible damage to the probe. The procedure was completed using another tb-0535fc thunderbeat device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the appearance of a probe error code, but did not confirm damaged teflon pad with metal exposed under the pad. The evaluation found the probe completely broken off and missing, causing a probe check error message during the evaluation. The teflon pad was intact, with slight wear at the tip but no metal exposed under the pad. The evaluation also found that some of the gold insulation on the outer jaw was flaking off.